Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-41615.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer's husband stated that the customer experienced dry mouth, headache, diabetic ketoacidosis, and palpitations. The customer stated that, prior to the emergency room visit, she had changed the infusion set but used the same reservoir. She stated that she bolused since she had high blood glucose, but the reading rose to over 600 mg/dl thereafter. She was treated with manual injections. She believed that the reservoir had an occlusion. The customer disconnected from the insulin pump upon admittance into the hospital and had not worn it since. Upon troubleshooting, insulin exited the tubing during a manual prime; no leak was noted. The device passed the self test. Unable to complete troubleshoot due to lack of tubing clamp; advised that tubing clamps and a replacement reservoir would be sent. Nothing further reported.